Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen became shattered and unresponsive. Blood glucose ranged from 109-180 (mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.